Event description:
A CAPA has been raised CAPA ID (B)(4) about broken needles. Investigation is ongoing. This CAPA has replaced our old CAPA (B)(4) also about broken needles. A new CAPA was raised and a new root cause was identified. On (B)(6) 2013 customer called and stated that he wants to talk to a specialist. Customer uses the sure-t. Customer was not feeling good so he checked his bg and it was high. Customer removed the site and that the needle was gone and that it must be in his stomach. Infusion set cannula/needle break t/s per dop. Patient's bg is 276 mg/dl. Bg details: treated with a bolus. Set insertion location: hip. When fracture occurred: (B)(6) 2013. Length of time infusion set was inserted in the body: customer does not know. Significant events leading to the fracture: customer was at work. Asked customer to describe the remaining set to see if the cannula/needle is still attached. Found: customer removed the infusion set and the only part that is missing is the needle. Asked customer which part(s) of the set fractured. Found: stainless steel needle. Customer states the introducer needle isn't still in the skin. Customer states the steel needle is still in the skin. Additional notes: customer was only able to give me the mmt number and does not know the lot number. Customer treated with putting a new infusion set and giving himself a bolus. Customer is going to the emergency room and is asking if we are going to pay for the bill. (B)(6). Customer understood and stated that he will call us back after he is out of the emergency room today. I submitted the (B)(6) ticket number (B)(6) was created today (B)(6) 2013 9:44am. On (B)(6) 2013 customer states he has been in the emergency room for last six hours and was just released. Customer states he still has pump on with new infusion set but has not checked his bg since he called this morning. Customer states they did an x-ray and found the needle in his body buried about an inch in they used x-ray in radiology and numbed the area and made a small incision and were able to remove the needle. I explained I will get this documented and to save anything he receives from the hospital and he will be contacted about the (B)(6) ticket. Customer understood and nothing more was needed.

Manufacturer narrative:
The CAPA investigation is ongoing. The next follow up will be in (B)(4) 2013 when the next actions in this CAPA has been closed. In conclusion, the CAPA investigation conducted for CAPA (B)(4) clearly indicates that the changes to the needle bending process will increase the strength and resilience of the needle by 40% compared to the current needle bending process related to needle breakage. The occurrence of the failure is currently less than (B)(4) devices distributed on the market, which is within the expected range of the risk assessment, but as the investigation indicates that this occurrence rate can be reduced. Unomedical will continue with the implementation of the above mentioned improvements. Clinical evaluations for the different therapy areas were conducted during CAPA (B)(4) and it has been decided that these are still valid for this new root cause as the outcome (broken needles) remains the same and thus the risk to the patient is the same.